Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury, and power supply does not support humidification error and alarming. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was zero error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation, and this unit passed final test. 510k, device avail. For eval?, date returned, device eval. By mfg?, problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The ds2adv auto CPAP device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, no foam particles were found within the device and the complaint was confirmed and pca burned. Also, additional failure power on. The manufacturer received information does not start anymore. The device was scrapped following the evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.